Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the crimping sheath was not removed. The physician noticed a clear sheath was on the delivery device, proximal to the stent. The clear sheath was the crimping sheath that goes over the stent during crimping. The clear sheath was noticed during threading at the y-adapter. The procedure was successfully completed using this device. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good."